Event description:
Dealer states the unit has the continuous red light and is alarming. Unit has less than 5000 hours and is still under warranty. Tbm is going to try to replace through (B)(6). No further information provided.